Event description:
The reporter indicated the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens in the patient's left eye (os) on (B)(6) 2014 and low vault was noted. The lens was removed from the eye and a longer lens has been ordered.

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Results: (other) a lens work order search was performed and no similar complaints were found within the work order. Conclusions: (other) based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).